Manufacturer narrative:
The complaint component was returned and analyzed, with no allegation against device. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both of cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during replacement procedure of inflatable penile prosthesis (ipp), a device was tried but not implanted. Per form received, there was scar tissue in corpora.

Manufacturer narrative:
Field change: b5,h6. The complaint component was returned and analyzed, with no allegation against device. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both of cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during replacement procedure of inflatable penile prosthesis (ipp), a device was tried but not implanted. Per form received, there was scar tissue in corpora from previous device. No allegation against attempted inflatable penile prosthesis (ipp).